Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon squeezed the handle to fire, but the inner part was not placed to the proper position in the outer body and the clip was placed to vessel. The device was fired to the proximal side of where the clip was placed to be safe. The procedure was completed with another device. The device was removed from the tissue by additional resection. There was no consequence to the patient.